Event description:
It was reported that the implantable neurostimulator system was removed 'about 2 years ago.' It was stated that it 'didn't work for her and it caused pain.'

Manufacturer narrative:
Concomitant medical products: lead model 3889-28, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown.